Manufacturer narrative:
A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. In order to perform a proper investigation, it is necessary to evaluate the sample involved in the incident. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) for the reported lot number (02k1101804) was reviewed and no non conformance reports were originated for the lot in question that can be associated to the complaint reported. The customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. If the defective sample becomes available this investigation will be updated with the evaluation results.

Event description:
The complaint was reported as: the customer alleges that the hudson mask is not fitting into the fisher and paykel rt 202 humidification/blender tubing very easily and it falls out or comes apart during use. No report of patient injury.